Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified left main coronary artery (lmca). A 5.00 x 20mm synergy shield drug-eluting stent (des) was initially selected for implantation in the ostial area of the lmca; however, the hypotube broke during the attempt. A second 3.00 x 20mm synergy shield des was subsequently selected for treatment; but it also failed to advance, and the hypotube broke again. The procedure was then completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified left main coronary artery (lmca). A 5.00 x 20mm synergy shield drug-eluting stent (des) was initially selected for implantation in the ostial area of the lmca; however, the hypotube broke during the attempt. A second 3.00 x 20mm synergy shield des was subsequently selected for treatment; but it also failed to advance, and the hypotube broke again. The procedure was then completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis; however, a media was received and reviewed. Two images were attached to the complaint record. Within the images attached were photos of the outer box packaging of the complaint device.